Manufacturer narrative:
Model number/catalog number: sc-2352-50; serial number : (B)(4); batch/lot number: 17247316 / 17247316; model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.